Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E3: reporter is a j&j employee. H3, h4, h6: a review of the receiving inspection (ri) for torque wrench, was conducted identifying that lot number km856901 was released in four batches. Batch1: lot qty of (B)(4) units were released on 17 nov 2017 with no discrepancies. Batch2: lot qty of (B)(4) units were released on 18 jan 2018 with no discrepancies. Batch3: lot qty of (B)(4) units were released on 17 aug 2018 with no discrepancies. Batch4: lot qty of (B)(4) units were released on 14 aug 2018 with no discrepancies. Supplier : (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the torque wrench [277040510/km856901], exhibits signs of normal use. No cosmetic defects were observed on the surface of the device. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was performed using torque meter. The device is performing high the complaint condition was able to be replicated. The overall complaint was confirmed as the observed condition of the torque wrench [277040510/km856901]would contribute to a device issue. There is no indication that a design or manufacturing issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, it was discovered that the devices are out of calibration. This report involves one (1) monarch spine system torque wrench-handle. This is report 1 of 3 for (B)(4).